Manufacturer narrative:
The clinical representative noted that he was not made aware of the revision until after it took place. Based on this information, the wound not healing was confirmed/replicated. There is no evidence that the product did not meet specifications, and the stimulator is used to treat pain. The cause of the wound not healing is unknown/no problem found. Mdrs are tracked and trended as part of management review. In addition, wound not healing is listed as a reportable event on the reportability determination of complaints (50-00165) and as a known adverse event in the instructions for use (05-20200). Based on this, CAPA/resolution is not required.

Event description:
On (B)(6) 2021, the implanting clinician was notified that the implanting clinician had performed a revision on (B)(6) 2021. The implanting clinician noticed that one of the internal stitches was eroding through the skin and decided to remove the stitch and resecured the suture.